Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after experiencing two charge times that were outside of the extended charge time limit for the device. The patient is to undergo a device change out procedure sometime in the future. There were no adverse patient effects reported. The device remains in service.